Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (50mcg/ml, 25.109mcg/day), and bupivacaine (30mg/ml, 15.069mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall occurred on (B)(6) 2015 at 13:16, with no recovery in the logs. The patient had not undergone magnetic resonance imaging (MRI). The patient had sudden sweating, shivering, "burning back," and numbness in the legs. The numbness in the legs moved to the belly so the family called 911, and the patient was brought to the hospital. The hcp was concerned that the pump was overdosing due to the numbness and wanted the pump turned off. The drug concentration was the same but the dose was changed, as the pump was updated to minimum rate mode. The patient was paralyzed from the mid-section down, and the patient was thinking about having the pump removed due to fear of the situation. Additional information received from the hcp reported that the patient was not paralyzed. The hcp saw the patient in the emergency room (ER) and she had definite weakness in her legs, but was not paralyzed. The hcp thought the weakness in the patient's legs occurred because when the pump stalled the hcp believed that the patient received a 0.2-0.3 cc bolus of medication, causing the leg weakness. When the pump was set to minimum rate, this resolved the patient's symptoms. The pump was scheduled to be removed on (B)(6) 2016. The hcp stated that the pump was being removed because the patient no longer wanted the pump. It was unknown if any troubleshooting was done to determine the cause of the stall, or if the motor stall recovered. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis identified the catheter body had a slice/cut. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Device failures included motor stall, delivery failure, and catheter failure. Injuries included overdose, paresthesia, hospitalization, and surgery. Dates of injury included explant surgery on ¿117/2016¿ [interpreted as (B)(6) 2016].

Manufacturer narrative:
(B)(4)

Event description:
Additional information was reported by the healthcare professional (hcp). It was reported that the pump was underdosing the patient because it was stalled but they think that at one point the pump had overinfused while stalled before recovering. The recovery date was not provided and the pump was explanted and not replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device system was returned for disposal only. The health care professional office did not have further information regarding the returned device

Manufacturer narrative:
Analysis of the pump identified a gear train anomaly and corrosion and/or wear and/or lubrication regarding the motor. Additionally, a stall due to shaft bearing was noted. As received the pump had fluid in reservoir and left running in minimum infusion mode. Pump logs were gathered with motor stall and no motor stall recovery noted. Analysts were unable to perform infusion testing due to the motor stall. During destructive analysis, the technician found significant residue and shaft wear on the upper shaft of gear 2. Residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Evaluation result code and evaluation conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.